Event description:
It was reported that during a laparoscopic variceal procedure, the jaws did not open after the 3rd firing. The device was released by pulling the trigger from the handle. The surgeon did not check whether the clip was advanced into the jaws prior to firing. The firing force was higher than expected. Also, there was unexpected noise. There was no torquing or twisting of the device present. The device might have clamped something hard such as an existing clip. The device was not fired after the event. There was a malformed clip in the jaws when the device was confirmed out of the patient. There was no damage on the tissue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 10 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws opened and closed as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.